Event description:
It was reported that the balloon ruptured. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. A 10mmx3.25mm wolverine cutting balloon was selected for use. During the procedure, blood came up the lumen of the catheter during insertion and a rupture was noted. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.